Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: (instruction manual of cv-190 chapter 9 troubleshooting 9.2 troubleshooting guide). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the technical assistance center (tac), the customer reported that an e102 lamp error was displayed after being powered on. Tac confirmed with the customer that a maj-1817 bulk was used, that the lamp hours were under 100 hours, that there was no dust or debris blocking the vents on the clv-190, that there was good air flow, that there was no clicking coming from the cart (and that the cart was not overloaded with gear). The customer was instructed to connect the device to a wall outlet, and the error still occurred even with a second power cable. Tac advised that the device would need to be returned to olympus. The device was returned, and the evaluation found that the customer allegation could not be reproduced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source displayed an e102 lamp error after being powered on. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.